Event description:
It was reported that during unpacking of the 2.5x23mm xience xpedition stent delivery system, it was noted that the sealed sterile pouch and the device were labeled differently than the chipboard box. The pouch and device are labeled as a 2.5x18mm xience xpedition. The device was not used and there was no patient involvement. Another 2.5x23mm xience xpedition was pulled and used for the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for mislabeling from this lot. Based on the reviewed information, no product deficiency was identified.